Event description:
During a follow-up in-clinic, loss of capture was observed on the left ventricle (lv) lead. Diagnostic imaging was performed, and lv lead dislodgement was confirmed. Reprogramming has been performed to resolve the event. The patient was stable.